Manufacturer narrative:
A philips authorized service provider (asp) performed a device check and reported the issue could not duplicated. However, the check vent: backup alarm failed (diagnostic code 1104) was confirmed in the event log. The asp replaced the cpu board as a recurrence preventive measure. System overall checking, cleaning, run testing, and a function test were performed. The system works as specified post this action. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the system displayed a backup alarm failed messages while in use. The system was in clinical use; there was no reported harm to patient/user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor was a delay noted. The investigation is ongoing.